Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a faulty latch lock flex sensor during latch/lock testing. The cause of the customer reported problem was the uncalibrated and faulty latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor.

Event description:
It was reported that there was a "cassette not attached" error. There was unknown patient involvement, and unknown signs or symptoms experienced.